Event description:
It was reported that the patient was experiencing random shocking so the device was explanted and replaced. Diagnostic testing and troubleshooting had included reprogramming and impedance testing. The patient was alive with no injury. Patient symptoms had included less than 50% therapy relief at the device pocket. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Event description:
Additional information from the manufacturer's representative noted that the event cause was not determined. It was unknown if device caused this. The patient had not called for follow up since replacement.

Manufacturer narrative:
Product ID 3093-33, lot# va0duwp, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).